Event description:
A us distributor contacted zoll to report that a patient developed a pressure ulcer under the lifevest equipment. Patient described the area as a pressure ulcer under vibration box. There was no alleged device malfunction contributing to pressure ulcer. There is no indication that the patient received medical intervention. Outcome of the ulcer is unknown.

Manufacturer narrative:
Not applicable.